Manufacturer narrative:
Evaluation codes: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed found no non-conformances. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2014-02663. Reference MFR report: 1627487-2014-02664. The pt received two leads from the lot number, and two anchors from the same lot number. It was reported the pt experienced an infection shortly after she was implanted with her scs system. The patient's daughter stated the pt was reportedly diagnosed with a staph infection, and the pt's entire scs system was removed. The pt's daughter stated the pt has reportedly recover.